Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. Lead damage was suspected. No intervention has been performed and the patient was stable.